Event description:
It is reported that, the device was implanted in 2003, the pt went for a yearly visit with no complaint of pain. Upon examination, the surgeon noticed that the pin was loose. An x-ray confirmed that the metal inside of the two bushings that snap together had broken off. The device was revised in 2006.

Manufacturer narrative:
Section f was completed by the MFR. Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.